Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local are sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. This report will be update should additional information become available.